Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a temperature alarm. Reportedly, the customer had the pump at 78 degrees (fahrenheit) at the time of the alarm. The customer's blood glucose level was 188 mg/dl. Reportedly, the customer was able to clear the alarm.